Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the wolverine device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the balloon identified no damages. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 104.6cm distal to the distal end of the strain relief. No kinks or damages were noted at the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the shaft fractured occurred. The 70% stenosed, 60 x 2.5 mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft was fractured. The device was completely removed from the patient's body intact and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the shaft fractured occurred. The 70% stenosed, 60 x 2.5 mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft was fractured. The device was completely removed from the patient's body intact and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable post procedure.